Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the low battery life less than 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.